Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The displacement test could not be performed or verify the motor position encoder error alarm in the alarm history screen due to motor error alarms. The device also had a scratched display window, cracked display window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 121 mg/dl. The customer stated that the device was exposed to a magnetic field because she wore it during an MRI. Troubleshooting was not able to resolve the issue. The device was returned for analysis.